Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and or imaging; requests were unable to be made due to a lack of patient identifiers. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Insufficient device information received to determine device iteration. The device iteration will be provided when/if further information.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent in 2012. However, the exact implanted date is unknown. Approximately seven (7) years post initial procedure, a possible type iiia endoleak was detected. However, the exact date of event is unknown. The patient has been diagnosed with terminal cancer and the physician is deciding how to proceed with treatment.